Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips there was a failure of the etco2. Device is being returned to bench for investigation. There was no patient involvement.